Event description:
Nt821731c - the stopcock arm broke off on the stopcock below the drainage chamber. There was no patient harm.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). No lot number information provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 50 previously confirmed "integ-broke in use" complaints within the past two years. 38,126 nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4). Medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken stopcock arm" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the stopcock arm broke off on the stopcock below the drainage chamber. There was no patient harm.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.12 - stopcocks: broken, cracked/fractured luer fitting. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA: 005781. Further investigation to be carried out.